Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the pulse generator exhibited a ventricular connector port anomaly. The device was not implanted.